Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, black particles on the surface of the shell, fluids, plug strap is broken. Leak test was performed, and no leakage was found. A microscopic analysis was performed which identify sharp on plug strap, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "plug strap separated"

Event description:
Healthcare professional reported a right side implant exchange due to patient concern with the product. Manufacturer of device is unknown. Healthcare professional reported upon removal of right side implant, "plug strap separated." Device has been explanted.